Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer incorrectly entered in the pump's profile settings, causing the customer to experience a low blood glucose (bg) level of 42 mg/dl. Customer consumed orange juice and peanut butter to address the low bg. Tandem technical support advised the customer to consult with a healthcare provider regarding settings.